Event description:
The customer reported the ventilator went vent inop. The customer reported there was no patient harm. Evaluation of the ventilator diagnostic log by the customer noted a power fail occurrence. The css advised the customer replacement of power supply to address the reported vent inop.